Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data issue malfunction was verified. The alleged shutdown malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump history was noted to be inaccurate and indicated a data log corruption. The customer¿s blood glucose level was not impacted as the customer was not using the pump for therapy at the time of the event. Reportedly the customer has a backup pump as alternate insulin therapy.